Event description:
It was reported that during routine replacement of this subcutaneous implantable cardioverter defibrillator (s-ICD), difficulty was encountered with loosening the set screw to remove the electrode from the device header. During attempts to loosen the set screw, the torque wrench became broken and a portion was stuck in the set screw location. A bone cutter was used and the device header was cut. The associated electrode was successfully removed from the device header. This device was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection noted the header had been removed from the device case, the seal plug was missing, a piece of wrench was confirmed to be stuck in the set screw hex slot and the set screw was in the up position against the retainer washer. The device was returned with no telemetry, however, tones were produced with magnet placement. Laboratory analysis concluded that the position of the wrench piece indicated that the wrench became stuck in the set screw slow after the screw contacted the retainer washer during loosening. Analysis concluded the damage to the device was consistent with induced damage during explant. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.